Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single plate lens. Lens would not advance in the injector and was torn. The cartridge tip touched the pt's eye. Lens was not inserted. Reporter stated this incident was due to loading error.